Event description:
It was reported that prior to preventative maintenance , the cs300 intra-aortic balloon pump (iabp) unit failed leak test, ,k6, k6a, k7, k8. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Getinge field service engineer (fse) found it is found that the k6, k6a, k7, k8 leak test failed in service mode. Pending to replace the drive manifold. Replaced the drive manifold. Passed the functional tests. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual . Failed the k6, k7, k8 leak test. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.